Event description:
Complainant alleged that during biomed dept's routine testing and preventative maintenance of the device, the device while attempting to power up displayed error message codes "error 35," "error 46" and "error 53" on the monitor screen. The complainant indicated that there was no pt involvement in the reported faulure.